Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case did not clip securely; subsequently, the pump case fell causing the pump to fall. There was no adverse impact to customer's blood glucose. No additional patient or event information was available